Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/8/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned samples determined that it was received, ne labeled winding former and one needle-suture piece that pertain to product code j602h. Upon visual assessment of the sample, the suture piece was examined, and the extreme was noted cut and fraying since a filament of the suture was pulled, and the strand twisted. In addition, body fluids were noted along the strand. No functional test by suture diameter due to the condition of the sample received. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide lot number?=skmkzm. Procedure name?unk. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. It was reported by a sales rep that, during an unknown surgery, after opening the package and before use, it was found that the suture was partially thickened. No adverse patient consequences were reported. Additional information was requested.